Event description:
Boston scientific received information that this left ventricular (lv) lead had pace impedance measurements around 700 ohms until approximately one month ago. Now the lead has intermittent high pace impedance that fluctuates. There have been no adverse patient effects reported. The boston scientific field representative performed pocket manipulations which resulted in flat lv lead electrogram's (egm). Further troubleshooting found that pace thresholds were inconsistent as well. The physician plans to open the pocket and troubleshoot the lead in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this patient's device was electively upgraded. During the procedure, they noted that with the left ventricular (lv) lead, any configuration using the ring does not capture and has high out of range impedances. With pacing system analyzer (psa) the physician received a no electrode message, so could not measure impedances. Then programmed to lv tip to coil and got good impedances and good capture so the physician elected to leave the lv lead programmed that way and will continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
All available information shows that this left ventricular (lv) lead remains in service. This investigation will be updated should further information be provided.